Event description:
It was reported that during a percutaneous peripheral intervention procedure a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal and distal superficial femoral artery (sfa). An atherectomy was performed to "debulk" the popliteal and distal sfa, however the popliteal artery remained severely calcified. Next, a 4.0 x 60/135 sterling otw balloon catheter was advanced to the target lesion without resistance, inflated three times to 10atms and during the fourth inflation at 10 atms a balloon rupture occurred. The sterling otw balloon catheter was removed intact and no material remained in the patient. The procedure was completed with placement of a 5x60 non bsc stent that was post dilated with a 5.0 x 60/135 sterling balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).